Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, this device was exposed to simulated heart load conditions, and then tested the pacing and sensing functions. A review of the memory revealed increased atrial thresholds. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis concluded this device did not meet the labeling longevity expectations, however, design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation. Analysis concluded this device did not experience a component anomaly or premature battery depletion.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this pacemaker had reached end of life (eol) status six months earlier. There was concern that the battery depleted more rapidly than expected. A replacement procedure was performed, this device was removed, replaced and returned for analysis. In addition, the atrial lead was replaced due to increased threshold measurements. No adverse patient effects were reported. Implanted: (B)(6) 2007 explanted: (B)(6) 2010.